Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the system and provided troubleshooting recommendations. The patient was brought in for testing and the physician has elected to continue monitoring the system. The ICD and the rv lead remain in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the system and provided troubleshooting recommendations. The patient was brought in for testing and the physician has elected to continue monitoring the system. The ICD and the rv lead remain in service. No adverse patient effects were reported. This report is being submitted due to an updated conclusion code.